Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown baclofen (2000mcg/ml, 1200mcg/day, lot# was unknown) in an implantable pump for intractable spasticity and head/brain injury. The catheter was moved (revised) due to the medication not going to the right location. Since the revision surgery, the patient lost "a lot of bodily functions like movement." The patient's body was also weaker than before surgery. The revision took place in (B)(6) 2015 ((B)(6) 2015 per device registry). Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, symptoms experienced prior to revision, troubleshooting to determine catheter issue, diagnostics performed related to post-revision symptoms, actions/interventions required to resolve the post-revision symptoms, if the cause of the catheter issue was determined, and if the post-revision symptoms resolved. If additional information is received, a follow-up report will be submitted.